Manufacturer narrative:
The product was returned and the failure mode was not confirmed. The flosteady - arthroscopy pole pump was inspected and the calibration sticker on the bottom of the pump indicates it is overdue for calibration. The due date was (B)(6), 2012. The pump was powered on and checked for any error messages. None were seen. A cassette tube set was inserted into the pump with a water source, shaver, and a joint test fixture with pressure sensor transducer connected. The pump ran for several minutes and was able to maintain pressure of 25mm hg with the shaver outflow valve set to open, half way, and closed. The pump was opened to see if any damages were present internally, none were seen. The complaint was not reproduced. The probable root causes for the event description could be calibration, pump height, joint height, the stop cock valves were closed off, suction was closed, or tubing was kinked. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was swelling in the shoulder and breast. The surgery was completed successfully.

Event description:
It was reported that there was swelling in the shoulder and breast. The surgery was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.